Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine device change out procedure. Once the ventricular lead was connected to the new device, it exhibited high impedance and loss of capture in bipolar configuration. The lead was reprogrammed to unipolar and remained implanted. The patient was stable and would be monitored.